Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised for pain. Update 11/24/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs and medical records report doi as (B)(6) 2010. Pfs reported dislocation x3, popping, clicking, instability, large fluid collection with aspirations, elevated metal ions, and difficulty ambulating. Medical records and revision surgical report note dislocation, subluxations, leg length discrepancy of 1cm, metal stained tissues, necrotic tissue, and taper corrosion. Stem added to complaint for elevated ions and taper corrosion. Lot update on other components.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the insert. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.